Event description:
It was reported that the gynecologic laparoscope displayed a white spot in the image during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deterioration of the insertion section/component failure of the insertion section. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image has white spots is traced to component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.